Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012, the decedent was too weak to receive treatment, and expired 3 days later.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated MDR # 1225714-2013-03305.